Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the earlier in the month, the patient was presented with hematuria and was in house for several days with a bump in cardiac rhythm from 1.4 to 2.1. The patient was then sent home and came back into clinic 10 days later and was presented progressively worse, with increased weight, shortness of breath and worsening heart failure. The patient was admitted and began to doubt and patient then began feeling slightly better. An echo was taken 10 days after the admission with aortic valve opening every beat and appeared to only have flow thru in the inflow during patient's own systole. Patient also exhibited severe right heart failure where there was none before. Log files and waveforms were sent into the manufacturer for evaluation. A decision was made to exchange one lvad for another lvad.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The examination of the returned pump found adhered thrombus formations around the inlet bearing ball and the inlet bearing cup. Each thrombus had formed in laminated layers, which is typical of a thrombus that developed over an undetermined amount of time. Both thrombi had undergone thermal degradation due to prolonged exposure to bearing heat. The bearing ball thrombus also had a soft, tissue-like formation extending from its distal edge that was partially occluding one of the three flow paths between the rotor blades which would have inhibited flow through the pump. The evaluation also found two kinks in the inflow graft, distal of the titanium ring. The smaller kink was embedded with tissue on the interior and exterior sides of the graft suggesting this distortion occurred during the early stages of pump operation. The larger kink showed little to no tissue on either side of the graft indicating that the graft was pinched during explant. The presence of the small kink during pump operation would not have had a significant effect on blood flow. A system controller log file submitted to the manufacturer had no indications of low flow, speed drops or increased power usage as of 2009. No further information is available at this time. The manufacturer is closing its file on this event.